Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). Disregard the initial 3500a report (#2531779-2011-05616) submitted for this complaint. The description provided in report #2531779-2011-05616 was correctly submitted on the initial 3500a report #2531779-2011-05461.

Event description:
The pump was returned to animas for evaluation. During evaluation the force sensor pins were found to be partially dislodged. This report is being made based on investigation results.